Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: analysis was able to confirm the customer comment that the device was unable to be programmed to a lower setting due to an error message but noted that this was normal operation and was able to be confirmed on three other devices. The device passed all visual incoming inspection with no anomalies found. It was noted that it does need the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) was attached to a patient and pacing. The physician unlocked the device and attempted to lower the pacing rate. An error message appeared stating that this could not be performed. When an attempt was made to increase the rate, the error again appeared. The epg was replaced and the new epg had no issue. During evaluation the original epg experience the same issue. The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.